Event description:
It was reported that the lock of the support clip of the burr hole device was weak and the lead could not be fixed. There was an initial failure as a heavy load was applied during the procedure. The product was replaced with the same model and used to re-position. The issue was resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID b31000, lot# 082t07121, product type accessory. Other relevant device(s) are: product ID: b31000, serial/lot #: (B)(4), ubd: 12-mar-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.